Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the telemetry transmitter had battery heat damage and the metal springs inside the battery compartment were melted from the heat. This transmitter also had a white lcd screen. The device was sent to nka for exchange. Service requested / performed: exchange. Investigation summary: the root cause is determined to be transmitter design because the manufacturer did not foresee the possibility of short circuit from incorrect insertion of the battery by the user. An nkc investigation was performed under (B)(4) and concluded that incorrect insertion of the battery may cause the battery terminal spring to break the coating of the battery, leading to a short circuit. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process. A new design change has been introduced to the transmitter's rear case, adding an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the telemetry transmitter had battery heat damage and the metal springs inside the battery compartment were melted from the heat. This transmitter also had a white lcd screen. The device will be returned for evaluation. This device was not in patient use at the time.

Manufacturer narrative:
The biomedical engineer reported that the telemetry transmitter had battery heat damage and the metal springs inside the battery compartment were melted from the heat. This transmitter also had a white lcd screen. The device will be returned for evaluation. This device was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the telemetry transmitter had battery heat damage and the metal springs inside the battery compartment were melted from the heat. This transmitter also had a white lcd screen. The device will be returned for evaluation. This device was not in patient use at the time.